Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer mentioned that he received a lost sensor alarm. The customer's blood glucose was 513 mg/dl at the time of incident. The customer stated that he had insulin to treat the high blood glucose. The customer declined to troubleshoot for the high blood glucose. The customer mentioned that he was off the insulin pump for a while which caused the high blood glucose. The insulin pump will not be returned for analysis.